Event description:
It was reported that the patient complained of hearing a loud sound while the device was on her head. The sound was so loud that she had to take the device off immediately. This happened whether or not the device is activated. The mcl's were turned down from 800 to 400 cu. The patient said that at first the sound was very soft and then 5 seconds later the loud sound came back. Another processor, cables, coils and battery packs were tried but nothing seemed to alleviate the problem. The patient would no longer allow the device to be placed on her head. There is no history of medical changes, surgeries, accidents or redness around the site. An integrity test or CT scan was not performed per the surgeon. The patient was unable to use the device since 2007, receiving nothing but a painful noise. The patient was re-implanted twelve days later.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.